Manufacturer narrative:
Evaluation summary: no lot code or sample was provided by the customer. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined. Additional information was requested via mail on 02/21/2011; via fax on 02/21/2011; via phone on 03/15/2011 and 03/16/2011. At this time, additional information has not been received. (B)(4).

Event description:
An ophthalmologist reported a patient with keratitis following the use of this product. On (B)(6) 2011, additional information was received from the technician who stated they have been unable to reach the patient for follow-up. Additional information has been requested. This is the sixth of seven complaints reported by this physician. Six of the seven required an MDR.